Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1; d2; g1; g3; g6; h1; h2; h3; h6. Correction to d1. This complaint was confirmed by evaluation of the provided photos and returned product. Visual evaluation of the returned product found an unknown stain on the sterile packaging pouch. The stain was determined to be cosmetic with no risk to the patient or product. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The reported event can be attributed to a manufacturing issue. The root cause was determined to be an interaction between the pouch composition and the residual nitric acid from the cleaning process found in the threaded blind hole of the device. A corrective action has been initiated due to the reported malfunction. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during an initial shoulder arthroplasty procedure, the stem's inner blue pouch was found to have brown markings resembling burn residue. A backup stem of the same size was used to complete the procedure successfully. No patient consequences were reported as a result of this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.